Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, in the stapling of the rectum, although the space between the cartridge and anvil was closed and the green bar was visible in the indicator window, the device did not fire. Replace the device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned device revealed that the wing nut was disengaged from the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of wing nut was disengaged form the instrument that has no relationship to the reported condition. . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic retossigmoidectomy, in the stapling of the rectum, although the space between the cartridge and anvil was closed and the green bar was visible in the indicator window, the device did not fire. Replace the device to complete the procedure. There was no patient injury.